Manufacturer narrative:
The reported events were infection and connector pin broken/damaged. As received, a complete lead was returned in one piece. The reported event of connector pin broken/damaged was confirmed. Visual examination of the lead found the connector pin and connector cap were pulled out of the connector assembly consistent with excessive forces during procedure. Evidence of solvent bond between cap and connector assembly was observed. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported the patient developed an infection related to the implanted right ventricular (rv) lead which resulted in discomfort around the implant site. A revision procedure was performed to address the infection. During the procedure, the connector pin of the rv lead was found to be damaged. The rv lead was explanted and replaced. The patient was given antibiotics to treat the infection. The patient was in stable condition.